Event description:
It was reported that an ilet user experienced persistent high glucose readings reported at 400 mg/dl and pump alerts for an occlusion following a supply and infusion set change, with troubleshooting confirming insulin flow through tubing and subsequent confirmation of a bent cannula (reported on a separate complaint report) consistent with an obstruction of flow in the infusion set connector/coupler. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact and a delay to treatment or therapy. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed a deformation problem consistent with an occlusion attributed to a bent cannula associated with the infusion set connector/coupler component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
Initial.